Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. When the service technician performed a calibration, the phenomenon was not corrected. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the touchscreen touch was out of place. There was no patient involvement.